Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. Review of the system log file showed the malfunction in the flex vision pc and the host pc was not able to connect with flex vision. Upon troubleshooting, fse found that flex vision pc was experiencing intermittent failure and tried to reload the pc software, but it was unsuccessful. To resolve this issue, fse replaced the flex vision pc. The defective flex vision pc was returned to philips for part analysis and found the failed component was cmos battery and there was failure in battery charge. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this compliant.